Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during a scope cleaning performed on (B)(6), 2025. The hedgehog brush was used multiple times at the hospital's discretion. An event occurred in which the molded brush part was separated and became stuck inside the scope. The scope was sent for repair to remove the brush fragment. There was no patient involvement in the event. The hedgehog directions for use (dfu), specify 'do not reuse' and 'mechanical integrity may be compromised by reuse'.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date is unknown. This is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: the hedgehog sweeper brush was received for analysis. Brush sweeper end is detached. The metal part is still attached. The reported event was confirmed. A labeling review confirmed that the IFU (instructions for use) includes specific warnings/instructions related to "brush break", stating that "for single use only. Do not reuse or reprocess. Reuse, reprocessing or sterilizing may compromise the structural and mechanical integrity of the device and/or lead to device failure. Reuse or reprocessing may also create a risk of cross contamination between patients or may lead to improper scope and/or accessory cleaning." There is an indication that the device was not used in accordance with the IFU. The IFU has no issues with translation, wording, or graphics and therefore revision is not required. It was confirmed the device was used during multiple cleanings. As per manufacturer instructions, the device is a single use and reprocessing may compromise the structural and mechanical integrity of the device. Since the problem was traced to the user not following the manufacturer's instructions, failure to follow instructions is assigned as the conclusion code for this event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during a scope cleaning performed on (B)(6) 2025. The hedgehog brush was used multiple times at the hospital's discretion. An event occurred in which the molded brush part was separated and became stuck inside the scope. The scope was sent for repair to remove the brush fragment. There was no patient involvement in the event. The hedgehog directions for use (dfu), specify 'do not reuse' and 'mechanical integrity may be compromised by reuse'.